Manufacturer narrative:
The excor blood pump, s/n, (B)(4) was in use by the patient from (B)(6) 2021 until (B)(6) 2022 ( 13 days). The site changed the lvad 15ml pump and upsized to a 25ml pump. We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Event description:
The site contacted berlin heart, inc. On (B)(6) 2022 to report that a patient supported in the lvad configuration had developed hemolysis. The reported ldh level on (B)(6) 2022 was 3900, which is 2.5x greater than the upper limit of normal for the site. The ldh baseline for this patient is 1050. The ldh level on (B)(6) 2022 had deceased to 2200. The patient remains hemodynamically stable. The site also reported a soft squeaking sound at the inflow valve since (B)(6) 2021.

Manufacturer narrative:
During initial visual examination of the returned blood pump, no defect could be detected. The blood pump was then tested for functional performance, where it met its required functional performance. During testing no abnormal noise was observed. It was detected that the thickness profile of a leaflet from each inflow and outflow valve varied slightly, however, still within the specification. The valves were functioning as intended, both during testing in the production and during this analysis. No vibration was observed. Previous analysis have shown that the squeaking or chirping of a blood pump valve results from a vibration of the leaflets. In this case, the reported squeaking sound at the inflow valve could not be reproduced during analysis and no vibration of the leaflets was observed. Therefore no correlation between the pump and the increased hemolysis values of the patient could be determined.